Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Lot number not provided by the complainant, therefore, the expiration date is not known. Lot number not provided by the complainant, therefore, the MFR date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. (B) (4).

Event description:
User facility reported an uneventful novasure endometrial ablation was performed on (B) (6) 2009. Following the procedure, a post hysteroscopy was done and the physician saw a "faint residual from the mesh array left in the cavity". It was reported the pt was fine and was discharged home following the ablation. Follow-up was received on (B) (6) 2009. It was reported the novasure array looked fine when inspected following the ablation procedure. Follow-up was received on (B) (6) 2009. The physician reported he has seen the pt on follow-up and she is doing fine.